Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity was one year after less than ten months of implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. Device replacement was recommended. A follow up was scheduled to re-evaluate the battery status and schedule a replacement procedure. This device remains in service no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity was one year after less than ten months of implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. Device replacement was recommended. A follow up was scheduled to re-evaluate the battery status and schedule a replacement procedure. This device remains in service no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity was one year after less than ten months of implant. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Supplemental: when this device is received and analyzed, a supplemental report will be provided. Initial: if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity was one year after less than ten months of implant. A request was made to have data from this device analyzed. Data analysis confirmed the battery appears to be depleting more quickly than expected. Device replacement was recommended and was scheduled. This device was replaced and is expected to be returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.